Manufacturer narrative:
D6b was was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that an impella 5.5 pump was placed to support a patient admitted for cardiomyopathy. While on support, the patient experienced atrial fibrillation. Additionally, anticoagulation was temporarily paused after the patient experienced a bloody bowel movement. No further episodes of bloody stools were reported. The patient suffered a stroke with no intracranial hemorrhage noted. A follow up brain CT was scheduled and the patient was noted to be alert, awake and oriented. At this time, the patient is still on support.

Manufacturer narrative:
The device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. The cause(s) of the reported arrhythmia/stroke/vascular injury could not be determined due to insufficient clinical information and no return of the device. H6. Component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation. Clarification. Information received identified the event date as august 9, 2025. However, the initial event (arrhythmia) onset occurred on (B)(6) 2025, and the subsequent event (stroke- a small right temporoparietal mca territory infarct) occurred approximately three days later on (B)(6) 2025. The event date of august 6. 2026 was accurately captured on the initial report. Correction. D1 brand name was corrected accordingly.